Event description:
It was reported from the rn to the clinical support specialist (css) at 11:32 pm est that the rn stated the pt had just arrived in the unit after intra-aortic balloon (iab) insertion in the cath lab. The rn was unable to print a recorder strip. The css verified that the intra-aortic balloon pump (iabp) was pumping with no alarms. The rn has already reinserted the paper, turned the roll and changed to paper roll with no print out generated. The rn said when the recorder button was pushed there was no sound made. The css said it appeared the printer was non functional at this time and to receive any print out the rn will need to switch to another iabp. The rn verbalized understanding and said no assistance is needed to switch out the pump. The rn will mark this iabp to be sent to biomed for service. As a results, the pump was switched out. No report of pt death, complications or injury. No medical/surgical intervention was needed. No delay or interruption in therapy noted. The pt outcome is unk at this time.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.